Event description:
In 2008, the pt reported that she has experienced repeated occlusion (04) errors on her infusion device and her blood glucose has been elevated (400 mg/dl). Her normal blood glucose level is 300 mg/dl. She stated that she primes the infusion tubing without error until insulin drips from the end, and she then changes her infusion site. She stated that within a few hrs after inserting the new site, the infusion device begins to occlude again. She stated that she does have scar tissue on her abdomen. The pt did not have her infusion device or supplies to troubleshoot. She reported that she was admitted to the hospital three days earlier due to elevated blood glucose. She was currently on injection therapy and stated that her blood glucose remained elevated ("hi" over 500 mg/dl). Upon follow up on the day prior to original date, the pt was instructed to disconnect from her infusion site and to remove the insulin cartridge and to perform an empty prime. She was able to do so without error. She was then instructed to insert a new insulin cartridge and adapter and she was able to prime through the adapter without error. She was then able to attach an infusion tubing and prime without error. She reconnected to her infusion site and bolused. Further attempts to follow up with the pt were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.